Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint the ceramic portion of the instrument was ¿burnt¿. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pulley.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon noted the ceramic portion of the maryland bipolar forceps instrument was burnt. The procedure was completed with the same instrument and no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was not inspected prior use; however, the cannula was inspected with a gauge pin with no issues. A coviden fx electrosurgical unit was used with unknown settings. Many instrument tip collisions were reported; however, no arcing was observed. No damage was observed after the reported issue, the surgeon believes that the burn could have occurred in a previous surgical procedure with another surgeon.